Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 06-aug-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-16 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient underwent a pump pocket/catheter revision. The event date was (B)(6) 2018. The event status and additional event details were unknown at the time of report. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies to the event and instead (B)(4) applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated that the patient just requested the pump be moved, and there was no complaint of pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the relationship of the event to the device or therapy was possibly related and the relationship to the implant procedure was not related. No further complications were reported.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study reported the patient's catheter was worn. The patient's weight was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study reported the patient's catheter was worn. The patient's weight was (B)(6).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via the clinical study reported the patient's pump sat high up in the pocket and the patient complained that they feel the pump bumping the top of their rib cage. The device diagnosis was pump migration. The patient's pump pocket was adjusted, on (B)(6) 2018, and the pump was moved down 2-2 1/2 inches using the same pocket to provide more comfort. The patient's also had catheter surgical intervention the same day. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a clinical study on (B)(6) 2018. It was reported that segments of the catheter were worn and replaced at the time of pump revision. The device diagnosis was catheter degradation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine 2.5 mg/ml for a total dose of 0.3009 mg/day. No further complications were reported/anticipated.